Event description:
The customer reported that the sys would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svram was reseated. The sys was then found to be operating as intended.